Event description:
It was reported the physician was placing a new lead on (B)(6) 2014 to provide added coverage. The patient felt a sharp electric pain in the lower right quadrant during the lead placement. The physician removed the lead and abandoned the procedure. Follow-up revealed the patient's pain has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.